Event description:
It was reported that the right ventricular (rv) lead had dislodged and pulled back to the superior vena cava (svc). Twiddler's syndrome was suspected by the physician. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.